Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that after the quality control (qc) failure, erroneous glucose hexokinase_3 (gluh_3), inorganic phosphorus (ip), and total bilirubin_2 (tbil_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the auto check, extended lamp check ran and inspected light emitting diode (led) current and gains, both were higher than expected. The cse replaced the photometer power supply enclosure assembly, adjusted led current, gains, and photometer gains, and performed reaction ring alignments. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that after the quality control (qc) failure, erroneous glucose hexokinase_3 (gluh_3), inorganic phosphorus (ip), and total bilirubin_2 (tbil_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated on multiple atellica ch 930 analyzers. The repeat results matched the patient's clinical history. The repeat results were considered correct and reported to the physician(s). The customer did not provide test results obtained on patient samples to siemens. There are no known reports of patient intervention or adverse health consequences due to erroneous gluh_3, ip, and tbil_2 results.